Event description:
A male patient reported getting many ECG "noise" alarms. The patient confirmed that all electrodes were properly oriented in the garment and that each electrode was against his skin when the garment was worn. When asked if he was near any potential sources of electrical interference the patient responded that he did have an invisible fence for his pet. No other sources of potential emi could be identified. The patient's electrode belt and monitor were replaced as a precaution.